Event description:
The customer contact reported the device door roller was broken. The device was returned to the clinical engineering department for a report of broken door. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device ws in clinical use. During testing at the user facility, it was noted that the device door roller was broken. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact stated the device will be repaired at the user facility. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.